Manufacturer narrative:
H3 evaluation summary the device history record (DHR) review could not be performed because the lot number was not available. One used sample was received at the manufacturing site for inspection. A visual inspection was performed and found leaking from the bottom of the bag. The root cause was found to be related to incorrect bag sealing during the manufacturing process. No formal investigation action is being taken at this time because the failure mode is not a trend. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Event description:
Customer reports: a leak occurred from the pump set.